Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was crack. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.